Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported while using the pump the patient is new to remodulin this admission and are getting severe hypotension requiring pressors to support them. They have their remodulin doses titrated down and weaned off pressors. To resolve symptoms, required treatment included added pressors, moved to ICU, profound hypertension (symptoms are not uncommon, but are not this severe).

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.